Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber was working normal, 8 min into the case the fiber tip cracked, the fiber was retrieved from the patient. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The connector was functional test a green light was flashed when the segments were set proximal and distal. Microscope inspection identified the glass cap exhibited a distal circumference fracture. The glass cap exhibited mild devitrification at the output window, this is normal degradation of the fiber which occurred through use of the fiber, the heat accumulation at the fiber tip caused the glass at the firing window to crystallize. The metal cap exhibited mild charred debris adhesion on its surface which was indicative of prolonged tissue contact during the procedure. A distal circumferential fracture has the potential for forward firing. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture and glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber was working normal, 8 min into the case the fiber tip cracked, the fiber was retrieved from the patient. The procedure was completed with another fiber. There were no patient complications.